Event description:
A customer contacted beckman coulter inc. (Bci) regarding an erroneously elevated accutni result generated by the access 2 immunoassay system for one pt. Customer tested a sample for accutni and obtained a result of 18.16 ng/ml. When re-tested the next day, it gave results of 0.23 and 0.20 ng/ml. A corrected report was issued. Upon testing on a different instrument, the results were in the same clinical range, the exact results, however, were not supplied. The erroneous result was reported outside of the laboratory. No reports of death, injury, or changed to pt treatment have been received in connection with this event.

Manufacturer narrative:
Sample was serum collected in a sst tube. Qc performed before the erroneous result and after the maintenance procedures were all within specifications. No errors were posted to the event log. After the erroneous results, the customer performed weekly maintenance, system check, special clean and recalibrated accutni. Per customer, random high fliers still continued after the maintenance procedures. A field service engineer (fse) was on site 2008: fse performed diagnostic testing which failed. Fse performed a preventive maintenance (pm) which was due. During the pm, the fse noted that the precision pump was unable to aspirate and replaced the precision pump. Fse also discovered problem with the vacuum system and replaced the vacuum jar and the wash tower vacuum valve. Although hardware issues were addressed by the fse, a clear root cause for this event has not ben determined to date. A malfunction will be assumed for the purpose of this report.